Manufacturer narrative:
Product investigation summary: one (1) reamer-irrigator-aspirator (ria) drive shaft l520 (part 314.743 / lot 6921238) was returned. The complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The broken portion was not received. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The ria technique guide addresses recommended use; information on care and maintenance is provided per the processing synthes reusable medical devices. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. A device history record review was performed for the returned drive shaft. The device was determined to have been supplied by (B)(4). And released to the warehouse in october, 2012. No non-conformance reports were generated during production. Review of the DHR showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Further evaluation shows that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The helix is intact, but shows scraping along the raised edge. The proximal connecting post shows scraping on the distal flats. The balance of the device shows surface wear, but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing/manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The ria technique guide addresses recommended use stating that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. The recommendation for reaming is that the users begin reaming with a gradual advance/retract technique. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: DHR review, part number: 314.743, lot number: 6921238, release to warehouse date: (B)(6) 2012, supplier: (B)(6) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drive shaft reamer instrument went through the wash post-operatively and the distal lens of the reamer tip broke. The tip was lost in the wash. Reamer looked like it has been torn off by the washer blade. Reporter confirms no patient involvement and no additional information. This report is for 1 item. This report is 1 of 1 for (B)(4).